Event description:
The plate that connects the distraction device to the skull bent in patient. A revision was performed to remove the plate.

Manufacturer narrative:
Investigation in progress, but not yet complete.